Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected universal surgical manipulator (usm) due to the system prompt of error 307. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the product is evaluated and/or if additional information is received. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, there was a system prompt for error 307 that had occurred and the synchroseal instrument was unable to be uninstalled. The customer received phone assistance from the intuitive technical service engineer (tse). The tse advised the customer to use the grip release to remove the tissue, and after the tissue had been released, the synchroseal instrument was able to be uninstalled. The system prompt persisted after the customer was advised to recover the fault. The reported event was resolved with performing a power cycle on the system. A second call made to the tse revealed that the system prompt for error 307 was repeating after the power cycle. The surgical procedure was almost finished and the surgeon could not proceed. The tse reviewed the logs and confirmed that the system prompt was pointing to the axes controller carriage (acc) and the axes controller spar (acs) boards on universal surgical manipulator 4 (usm). The tse then advised the customer to disable the usm and recover the error. The surgical procedure was able to be continued after usm 4 was disabled. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced usm arm 4 involved with this complaint and completed the device evaluation. Review of the system logs confirmed the error fault. The usm arm was tested on an in-house system in normal mode with no triggered errors. A proactive replacement of the usm arm rolling loop assembly was performed.

Event description:
Refer to h10/h11 for follow-up information.